Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air in line sensor was defective. There was unknown patient involvement.

Manufacturer narrative:
Received one device. Customer complaint of air in line sensor defective cannot be confirmed through air detector test. Upon further investigation found the downstream occlusion sensor (dso) seal lifting. Replaced dso seal. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.